Event description:
This ra lead was implanted on (B)(6) 2000. A call to technical services on 1/13/11 states that the lead is dislodged. Wanted a new longevity estimate. No symptoms mentioned. No other information is available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).